Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (+600 mg/dl), and diabetick ketoacidosis. The customer was treated with insulin injections and 2 bags of fluids while in the hospital. Reportedly, the pump is functioning as expected and the customer is insulin resistant. Customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.